Event description:
It was reported by pt's counsel that the pt received an implant on (B)(6) 2009 and was revised on (B)(6) 2011 due to unk reason at this time.

Manufacturer narrative:
Revision surgery was performed due to pain. The manufacturer still did not receive devices, x-rays, or other source documents for review. Should additional information become available for evaluation and an investigation result be available a final report will be filed. Zimmer reference number (B)(4).

Event description:
It was reported the patient underwent revision surgery due to pain.

Manufacturer narrative:
Additional information was received on 06/26/2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2009 and was revised on (B)(6) 2011 due to pain and loosening. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. Review of surgical report did not lead to new information regarding the reported event. During the visual examination the durom acetabular component presented small amounts of ingrowth occurring on porous longside purple debris (possibly some kind of cement), chipping of the rim. Metasul ldh large diameter head presented moderate film covering the articulating surface, third body material, possible signs of corrosion. The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).